Event description:
The reporter contacted animas on (B)(6) 2012 alleging the pump had lost power for more than four hours on two separate occasions on (B)(6) 2012. No further information was provided. There was no reported adverse event associated with this complaint. The patient discontinued insulin pump therapy and began on a backup plan. This complaint is being reported due to the allegation of power loss that remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that power on resets were observed in the black box. The battery cap and battery compartment were not damaged. The battery cap was able to fully tighten. A battery cap functional test was performed; no battery cap connection defects were observed. The pump was exercised for 24 hours with no power interruptions duplicated. There was no internal moisture found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.